Event description:
Customer stated "customer smelt something burning. The pad was smoking." The product was returned for investigation. The product was approx. 14 years and 3 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the product had burned on the cord, right by the point of entry into the product. This is likely due to excessive flexing of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.